Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated notification light did not stopped flashing immediately. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for pump error 25 found on (B)(6) 2021. Insulin pump¿s history and trace files downloaded successfully using thus software. Pump passed sleep current measurement, active current measurement, and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No insulin pump error 25 noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: corroded battery tube, scratched case, cracked battery tube threads, cracked case on the battery tube side, and cracked retainer ring. Insulin pump error 25 not confirmed during testing or in the pump history/trace files.